Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant there were unstable thresholds and the right ventricular (rv) lead was not able to be placed in an acceptable position. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.